Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 22-aug-2021, it was reported that the patient's infusion set's tubing detached close to the site while the patient was sleeping, the insulin was leaking and the same issue occurred on (B)(6) 2021 as well. Therefore, the patient experienced nausea, thirst, dizziness, headache, fatigue, lack of appetite, difficulty in waking up and had ketone levels. The site location was patient's abdomen, and the pump was in her pocket. Moreover, the infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 23.3 mmol/l. No further information available.